Event description:
Pt stated she was hospitalized for thrush for about 6 days in april. Md aware. Pt stated during the stay she had a flare up of her ra. Md aware. Pt also mentioned that her husband has to give her the injection because sometimes it's hard for her to physically self-inject. Pt stated she speaks with her rheumatologist weekly. Date of discharge unknown. Indication: adult-onset still's disease; rheumatoid arthritis all known information is contained on this form. Consent to contact the reporter has not been received, for follow up please contact the prescriber.